Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown drug for spinal pain. It was reported that the patient stated they got the new handset, it was quick but now 'it was getting slow to start". The patient stated when they gave their self a bolus and put the communicator over the pump, it took a long time to connect and getting stuck at 90%. When asked for event date , the patient said when they first got the handset, the loading screen took 4 seconds to connect but now it takes 15 seconds to connect to the myptm (patient therapy manager) application. During the call, the patient was in the lockout screen showed 49 mins with 2 boluses left. The agent walked the patient through clearing the data. The patient was able to connect to myptm without lag. Troubleshooting steps taken on the call resolved the issue.